Event description:
In 2008, this patient underwent endovascular aortic repair with the gore excluder aaa endoprosthesis. In 2009, a reintervention was done in order to treat a type I endoleak. Two aortic extender components were implanted. The patient tolerated the procedure and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.